Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment of vascular procedure was completed by moving the patient into another room. The philips field service engineer (fse) inspect the system onsite and confirm that the geometry movement was not available. Review of the system log file confirmed geometry error; mainly failure in motor assembly followed by post calibration error. Upon troubleshooting, fse found that the propeller motor was not sending encoder values to system and not able to calibrate or move geometry in that motion. To resolve the issue, fse replaced the propeller motor and re-calibrated the movement. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that, geometry movement were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.